Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device detachment occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, part of the device detachment occurred. There were no patient complications reported. No further information provided.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The returned device consisted of the synergy xd stent delivery system. A visual inspection showed a break in the midshaft, 21.6cm from the distal tip. The cause of the device detachment could not be determined however based on review of manufacturing records there is no evidence that a manufacturing issue caused or contributed to the event and similar complaints have been reported for this batch. No patient details or procedural media were received therefore a definitive conclusion cannot be determined.

Event description:
It was reported that device detachment occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, part of the device detachment occurred. There were no patient complications reported. No further information provided.